Event description:
The customer reported that when performing an exposure of subtraction, it did not switch to the injection mode and the cine was not left. The sys did not reboot up.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine hard disk drive bridge board were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to svc.